Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and a pseudotumor. Update rec'd 10/26/2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, decreased range of motion, and elevated ions. Adding the stem to the complaint for the elevated ions. Complaint was updated (B)(6) 2016.

Event description:
Complaint description: patient was revised to address pain and a pseudotumor. Update rec¿d (B)(6) 2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, decreased range of motion, and elevated ions. Adding the stem to the complaint for the elevated ions. Complaint was updated (B)(6) 2016. Update (B)(6) 2017) - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain in right hip, very difficult to stand or walk for extended periods, or perform daily activities; cannot do daily exercise, nor lay on right side, and feels unsafe walking, afraid of falling, requiring a cane. Revising surgeon in operative note indicated that "there was a lot of abnormal lipomatous tissue about the hip joint". Also stated did not see "an extensive amount of frank metallosis". Indicated that metal liner "appeared to be placed at an angle and had essentially wedged into the acetabular metallic outer shell". Stated that "outer acetabular component was in good position and well-fixed". Noted that "the stem had subsided somewhat but appeared to be solid". Regarding the posterior capsular structures, indicated that "some of these were damaged with a reaction to the implant". Stem subsidence added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2017 / / investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Attached radiographs of the left hip were reviewed (B)(6) 2015 per wi-7915. There was no evidence of implant fracture or implant disassociation. Undated ap and lateral radiographs reveal uncemented right total hip implants. The acetabular cup position appears to be appropriate with three cancellous screws through the cup and a metal insert. There appears to be an osteophyte/heterotopic bone inferior to the acetabular cup and off the proximal end of the greater trochanter. Lucency surrounds the proximal femoral stem suggestive of loosening. There appears to be osteolysis/bone loss in the proximal femur; however this cannot be confirmed with one set of radiographs. __________________________________________________________ no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the newly added femoral stem product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. / / investigation summary: patient was revised to address pain and a pseudotumor. Doi: (B)(6) 2008 - dor: (B)(6) 2015 (left hip). Update rec¿d (B)(6) 2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, decreased range of motion, and elevated ions. Adding the stem to the complaint for the elevated ions. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (2/14/2017) - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain in right hip, very difficult to stand or walk for extended periods, or perform daily activities; cannot do daily exercise, nor lay on right side, and feels unsafe walking, afraid of falling, requiring a cane. Revising surgeon in operative note indicated that "there was a lot of abnormal lipomatous tissue about the hip joint". Also stated did not see "an extensive amount of frank metallosis". Indicated that metal liner "appeared to be placed at an angle and had essentially wedged into the acetabular metallic outer shell". Stated that "outer acetabular component was in good position and well-fixed". Noted that "the stem had subsided somewhat but appeared to be solid". Regarding the posterior capsular structures, indicated that "some of these were damaged with a reaction to the implant". Stem subsidence added to the complaint. There is no new additional information that would affect the existing MDR decision

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).